Manufacturer narrative:
Unit had cracked and bleeding lcd glass. Also unit had cracked a lcd window, dog chew marks around the insulin pump and a cracked reservoir tube lip. No moisture damage was found on electronic assembly during the visual inspection.

Event description:
The customer reported via phone call that his dog chewed the insulin pump. The customer reported that the insulin pump had been exposed to saliva from the dog's mouth. Blood glucose level at the time of the incident was 118 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.